Manufacturer narrative:
Concomitant medical products: enlw1613c120ee, sn unknown, expiration date: unknown, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure, there was a procedural type I endoleak and bilateral hypogastric artery occlusion resolved by surgery. Per the investigator, the event was related to the device and the procedure. No additional clinical sequelae were reported and no further information is available.